Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had prime rewind anomaly. The customer¿s blood glucose level was 600 twice and 32-, this morning it was 363 and 431 mg/dl. Customer states they are unable to exit the "preparing to prime" loop. The customer states the infusion set cannula was bent. The customer declined troubleshoot for high blood glucose and bent cannula. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No unexpected low reservoir alarm anomalies noted. Pump primed properly. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.